Manufacturer narrative:
(B)(4). The purpose of this MDR is to include the additional event information received on 5/9/2019. (B)(6). This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2019-00978 and 3008114965-2019-00979. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. Physical manufacturer name: codman and shurtleff inc., (B)(4). A review of manufacturing documentation associated with this lot (l14402) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2019-00978 and 3008114965-2019-00979. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure, the 1.5 mm x 3mm galaxy g3 mini coil (glm915030 / l14402) could not be detached using the enpower control cable (ecb00018200 / l14046). The coil was removed and replaced with another coil, and the procedure was successfully completed without further issues or delay. It was reported that a pre-deployment electrical check was performed prior to the use of the coil. There was no report of patient complications as a result of the reported event. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. It was reported that the product is not available to be returned for evaluation.